Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 52 mg/dl. The customer has hypoglycemia unawareness. The customer received a no delivery alarm. Customer's blood glucose level went up to 437 mg/dl. The customer was trying to treat with a 2.9 unit bolus. The customer treated his low blood glucose level with apple juice. Troubleshooting was declined. The device was not returned.